Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the patient was treated for a right distal tibia fracture on (B)(6) 2013. After the drilling into the distal part of nail for the insertion of the screw, when the surgeon tried to use depth gauge, it was broken from the base. Reportedly, the doctor did not exert any strong stress, and felt the gauge might have broken from fatigue. The surgeon removed for the residue from the patient body and measured by using the drill bit and finished the operation without any problems. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The additional evaluation reports that the investigation of the complained depth gauge shows the measuring hook has broken apart due to mechanical overloading situation just at the connecting part to the body. This article is more than 8 years old and therefore often in use during long time. Reviewing the manufacturing- and material documentation of the complained devices shows full conformity as well. No product fault could be detected therefore, the disposition of this evaluation is deemed invalid. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.